Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that after a pre-use check on the product, the customer attempted to deflate the cuff, but was unable to do so. In addition, the customer was also unable to inflate the cuff afterwards. No death or serious injury was reported in connection with this incident.